Manufacturer narrative:
Correction information provided in d.4. And additional information provided in h.3. , h.6. And h.11. The product was not returned for analysis. Received video shows iol implantation. When the nozzle tip comes into view, insufficient viscoelastic is observed in the nozzle tip. As the iol passes through the nozzle tip, the trailing haptic is misfolded with the distal section facing the lens bay. The iol is delivered and manipulated into position with a surgical tool. A small line/crack is observed. The surgeon seems to point to the line/crack with the surgical tool. The reporter indicates the use of non company as a viscoelastic, which is not qualified for use with associated company device. The reporter also mentions that when the nurse checked the settings, it was found that the ovd (ophthalmic viscoelastic device) was not inserted in the specified amount. The reported complaint was not observed as no sample was returned for analysis, however, based on the information provided by the customer, the most likely root cause is failure to follow ( instruction for use) IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. It was also reported by the nurse that the specified amount of ovd was not inserted, this was also observed on the returned video. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the surgeon noticed the crack was in the iol optic after iol implantation. Checked the settings with the nurse and found out that the prescribed quantity of the ovd was not included. Crack iol was left in patient eye and the surgery was performed and completed without product replacement. Additional information received that there was no health damage to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).